Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose level of 460 mg/dl. The customer's parents stated that there were recurring no delivery alarms on the insulin pump. Troubleshooting was performed. The insulin pump was delivering insulin properly and passed the display verification test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.